Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated. The patient also experienced infection. This cardiac resynchronization therapy defibrillator (crt-d) was repositioned to subpectoral location and sutured into place. The patient was treated with antibiotics. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that this device was explanted due to chronic persistent infection.